Event description:
The device audio alarm was nonfunctional. The customer support engineer verified the nonfunctional alarm and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.